Manufacturer narrative:
This report is submitted on february 02, 2024.

Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2024-00672. This report is submitted on march 08, 2024.